Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information obtained: it¿s a new scalpel, the tissue pad was found one part was missing. And the scalpel was not used on the patient.

Event description:
It was reported that prior to an open radical resection of lung cancer procedure, the tissue pad was defected. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The tissue pad was not detached as reported by the customer. The device was connected to a test hand piece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.